Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the sds was not returned. The stent implant was returned with blood and contrast visible on the distal and middle struts. There was no damage noted on the stent implant. A laser micrometer was used to measure the stent implant outer diameter. These did not meet manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned vision stent implant. It was reported that the stent dislodged from the sds during preparation and was found laying on the back table; however, the dislodged stent was not noticed until after the sds was used on the patient. There was no report of there being damage noted to the device prior to the device being prepared for use. It should be noted that it is recommended in the "inspection prior to use" section of the instructions for use (IFU), that "prior to using the guidant multi-link vision rx or guidant multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for ends, kinks,and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." In this instance,it was reported that the stent was noted missing after advancing the sds in the patient. The sds was not returned for analysis,which would have assisted in the investigation. Analysis of the stent implant noted no damage. However, the stent outer diameters were found to be oversized. If positive pressure was inadvertently applied to the system, this would cause the balloon to slightly expand, partially deploying the stent. The stent would then become loose and the outer diameters become out of specification, as noted during the analysis. Unfortunately, without the sds to examine, a conclusive root cause cannot be determined. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that the stent dislodged from the stent delivery system (sds) during preparation and was found laying on the back table; however, the dislodged stent was not noticed until after the stent delivery system was used on the patient. No patient effects were reported. No additional event or patient information is available.